Event description:
It was reported the pt developed a rash near the puncture site immediately following deployment of an angio-seal device. Piritin and hydrocortisone were administered and the rash resolved within 5 mins.